Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the main cover on the architect c8000 processing module will not remain open while loading reagents. There was no report of the cover falling and hitting a user or causing any injury. Service tightened the front left and right top cover springs to resolve the issue.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and observed the hinges, top front cover (rohs) were loose. The fsr adjusted left, and right-side counterbalance springs and the issue was resolved. The instrument service history review revealed no additional service or complaint issues that may have contributed to the complaint issue. A review of tracking and trending for the hinge, top front cover (rohs) did not identify any trends. A review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the architect c8000 processing module. Device history review did not identify any non-conformances or potential non-conformances related to the issue. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency was identified for the architect c8000 processing module, serial number (B)(6).

Event description:
The customer stated that the main cover on the architect c8000 processing module will not remain open while loading reagents. There was no report of the cover falling and hitting a user or causing any injury. Service tightened the front left and right top cover springs to resolve the issue.